Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pulse generator check, when the ventricular thresholds were measured, the waveform like ventricular tachycardia was noted. No ventricular sensed marked was observed although the waveform was confirmed and ventricular paced marker was observed at base rate. Noise was suspected, so lead tests were performed which revealed no anomalies. The behavior was only noted during the threshold measurement. The device check continued without any further issues. No patient consequences were reported. The patient would continue to be monitored.